Event description:
It was reported that the pace/sense portion was replaced due to t-wave oversensing. The lead remains in service; a pacing lead was added to the patient's system. No patient complications have been reported as a result of this event.